Event description:
Reportedly, during patient use, the oxygen saturation (spo2) steadily declined. The fraction of inspired oxygen set to 60%. Customer replaced the mixer. No harm to the patient reported.

Manufacturer narrative:
(B)(4).